Event description:
It was reported that a peritoneal dialysis (pd) patient acquired peritonitis and subsequently passed away. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of death was reported to be natural causes. The cause of the peritonitis event was break in aseptic technique. In the same month as the onset of peritonitis, the patient was hospitalized for the event. The patient treated with an unknown antibiotic (dose, route, and frequency unknown) for the peritonitis. The pd catheter was removed and hemodialysis therapy was started. In the same month, the patient was discharged from the hospital and died at home due to natural causes. At the time of death, the patient was recovering from the peritonitis event. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.